Manufacturer narrative:
(B)(4). Date sent: 2/23/2026. D4: batch # 533d79. Additional information: d4. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with the knife assembly broken and loose, completely detached of knife assembly and the "doghouse" component of the cartridge was noted to be damaged. The reload had the proximal 1 driver up with 2 protruding staples and the remaining drivers down with staples present. The swing tab returned in the locked position. Further analysis showed that the knife subassembly was broken making the reload non-functional. No functional test was performed due to the condition of the reload. The findings indicate the reported event was related to improper use of the reload, specifically improper loading technique, such as the cartridge reload being long loaded and the firing knob not returned completely prior to opening, which may result in damage to the knife shroud and the device not closing. Users are advised to ensure the cartridge is inside the channel track and to follow the proper loading technique as described in the instructions for use. A manufacturing record evaluation was performed for the finished device batch number 533d79, and no non-conformances were identified. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4).date sent: 1/20/2026d4: batch # unkd4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.this is an analysis of a photo submitted to ethicon endo surgery for evaluation.during the visual analysis, the following was observed:the photo shows a reload inside of its open package with the swing tab in locked position and the knife assembly dechated of reload.based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.device history reviewa manufacturing record evaluation was performed for the finished device lot 543d32, and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, a surgical technologist loaded the cartridge into the stapler they use frequently. Positioned the stapler on the stomach and, when went to fire, the instrument was jammed. Removed the cartridge, put it back in, and tried to fire again, but it didn¿t work. When we removed the cartridge, we noticed that the cutting blade was out of place ¿ the little cutting blade came out along with the cartridge. No patient consequences were reported.